Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad was confirmed to be peeling off from the ok button to the contrast button. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination was found under any button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive and delayed in response. The keypad cover was also allegedly peeling off the pump from the bottom up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.